Event description:
The plaintiff's attorney alleged that the pt experienced a cardiac event and expired; this event was alleged to have been caused by exposure to naturalyte and/or granuflo product administered during dialysis treatment.

Manufacturer narrative:
(B)(4). This info is being reported accordingly and requests for clarification of the dates have been made since the receipt of the info. If such clarification or any further additional info is provided, it will be reported out via another MDR accordingly. This is one of two device reports associated with this event.